Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after inserting the guidewire through the needle, the distal tip of the guidewire was allegedly entangled. There was no reported patient injury.

Event description:
It was reported that after inserting the guidewire through the needle, the distal tip of the guidewire was allegedly entangled. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guidewire and one introducer needle, reportedly from a d/l softcell hemodialysis kit, were returned for evaluation. The outer wire of the guidewire was noted to be stretched, with the distal tip of the inner core wire visible inside of the outer wire in the stretched portion. Tissue/residue of use was noted at the distal end of the stretched portion, immediately proximal to the j-tip of the guidewire. No anomalies were noted on the introducer needle. Based on the finding that the guidewire was stretched, the investigation is confirmed for the reported frayed guidewire. Per the evaluation results, tissue/residue of use was noted at the distal end of the stretched portion of the guidewire. It is possible that the tissue on the guidewire contributed to the reported event, as retraction of the guidewire against the needle bevel can contribute to the frayed guidewire issue. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.